Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker system exhibited thousands of atrial tachy response (atr) episodes which were due to the device oversensing noise. It was noted that there were also approximately one hundred ventricular events. Lead measurements were indicated to all be within normal limits. The pacemaker device, right atrial (ra) lead and right ventricular (rv) lead were explanted and replaced. The ra and rv leads are not boston scientific products. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker system exhibited thousands of atrial tachy response (atr) episodes which were due to the device oversensing noise. It was noted that there were also approximately one hundred ventricular events. Lead measurements were indicated to all be within normal limits. The pacemaker device, right atrial (ra) lead and right ventricular (rv) lead were explanted and replaced. The ra and rv leads are not boston scientific products. No additional adverse patient effects were reported.